Manufacturer narrative:
Continued section e1: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed & seroma.

Event description:
Healthcare professional reported right side silicone perspiration (without rupture), periprosthetic right breast collection (captured as seroma), rotation and capsular contracture, baker grade ii. The device has been explanted.